Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is supposed to feel some stimulation down their side. The patient's worsening back pain still exists. The patient thought it was resolved but it isn't and would like their ins checked again. It was also noted that the patient's ins was only operating at 5%, and was told by a rep that their ins was shut off. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is supposed to feel some stimulation down their side. The patient's worsening back pain still exists. The patient thought it was resolved but it isn't and would like their ins checked again. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in december 2019, the patient started experiencing an "electrical sensation" down their side, which felt like they were touching an electrical fence like a farm would have. They also had a loss of therapeutic effect. It was explained that they had severe back pain that was worsening, and they couldn't even walk because of the pain. The cause could not be determined, but the patient reported that in (B)(6) 2019 they had fallen a couple of times and in (B)(6) 2019 they had roto cuff surgery. There was no allegation reported that the surgery was related to the device/therapy. They were redirected to see a doctor. The patient reported they saw a physician on (B)(6) 2020, and the patient was told to get a "consultant". Physician listings were sent to the patient. No further complications were reported or anticipated.